Event description:
It was reported that during meniscal repair, the first anchor deployed normally but when making the second penetration and pushing the ring down to deploy the second anchor, the fast-fix device went down without resistance and did not deploy the second anchor even after several attempts. A backup device was available to complete the procedure. No patient injury was reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. No ts or suture remain on the needle or were returned for examination. Visual assessment of the device shows the needle is bent. Device was functionally tested for proper actuator advancement and cycling, device did not function as intended. Further investigation is not warranted at this time.